Event description:
It was reported to the sales representative from the emergency services that during transfer of the patient from the cot into the bed, it was not possible to lock the height adjustment at the head end of the cot at the second highest level. He further states that nobody was impaired and that the cot was taken out of service immediately. There are no reported adverse consequences.